Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, which was not late. The correct date was (B)(6) 2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the data provided, no correlation has been observed between the device status and cause of contamination. In general, device damages (e.g., scratches, kinks, creases) could be a potential source of microorganisms, particularly when combined with poor reprocessing. The responses to the cds questionnaire are indicative of compliance with the IFU. After reprocessing by olympus, the hmi results were within the acceptance criteria. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h4, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >80 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.